Event description:
It was reported "several anaesthetists experienced "false contact" issues when using laryngoscopes with a blinking light during intu bation". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The sample was returned, and sent to the manufacturing site for investigation. The manufacturing site reports that a visual exam was performed. And it was observed, that the bottom cap of the device was loose and not tightened properly. Functional testing was performed. And the bottom cap was tightened properly and the blade was attached to the handle. The light from the blade was constant and glowing perfectly. A device history record for lot code 200701 was reviewed. And no issues were that could have contributed to the reported failure. The device was manufactured according to release specification. Based on the investigation performed. It was identified, that bottom cap of the complaint handle was found loose and not tightened properly, which cause the light flickering issues of handle and blade. So it is concluded, that this is a user related error.

Event description:
It was reported, "several anaesthetists experienced "false contact" issues. When using laryngoscopes with a blinking light, during intubation". No patient injury or harm reported. Patient condition reported as "fine".